Manufacturer narrative:
Hill-rom technical support representative found the foot hi/low valve to be defective. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support representative had the account replace the hi/low valve and correct the o-ring to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating they raise the head up the foot hi/low is raising up as well (self-run.) The bed was located at the account in room 342. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).